Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies were found. There was blood in/on the /lobe mechanism, distal conductor (non-obstructing) and outer tubing overlay. The lead analyst noted it is likely the blood in the overlay tubing restricted deployment. The full lead was returned and analyzed.

Event description:
It was reported that during the implant procedure, the lobes would not deploy. The lead was not implanted. No patient complications were reported as a result of this event.